Event description:
It was reported that during post dilatation of a rx xience v 2.75 x 28 mm, a perforation occurred. A3.0 x 16 mm jostent graftmaster was being used to treat the perforation; however, it was unable to cross the lesion. The patient developed cardiac tamponade and pericardiocentesis was performed. The perforation then sealed on its own without additional treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). The jostent graftmaster 3.0 x 16 mm (part # 12744-16/lot # 550162) is being filed under a separate manufacturer report number. In this case, there was no reported product deficiency. Perforation and cardiac tamponade are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.